Event description:
It was reported that balloon rupture occurred. The 100% stenosed target lesion was located in the severely tortuous and severely calcified vessel below the knee. A 1.5mm x 20mm x 143cm coyote es balloon catheter was advanced for dilation. However, on the first inflation at 8 atmospheres for 2 seconds, the balloon ruptured. The device was removed and the procedure was completed with a different device. No patient complications were reported and the patient was good post procedure.

Manufacturer narrative:
(B)(6).

Manufacturer narrative:
(E1) initial reporter address 1:(B)(6). Device evaluated by MFR.: returned product consisted of a coyote es balloon catheter. The outer shaft, inner shaft, balloon, and tip were visually and microscopically examined. The batch # was confirmed correct. A pinhole was noted 9mm from the tip over the distal marker band. Damage seen at the guidewire notch was consistent with device use. Device analysis determined the condition of the returned device was consistent with the reported information of a rupture.

Event description:
It was reported that balloon rupture occurred. The 100% stenosed target lesion was located in the severely tortuous and severely calcified vessel below the knee. A 1.5mm x 20mm x 143cm coyote es balloon catheter was advanced for dilation. However, on the first inflation at 8 atmospheres for 2 seconds, the balloon ruptured. The device was removed and the procedure was completed with a different device. No patient complications were reported and the patient was good post procedure.